Event description:
The surgeon broke a needle during a rectal surgery. Most of the needle was not recovered from the patient's rectum. Only the swage portion of the needle attached to the suture was retrieved. It was noted that the doctor did not re-operate on the patient to retrieve the needle.